Event description:
It was reported that the pulse generator could not be interrogated; the message -data not read- appeared. The device was explanted due to normal elective replacement indicator.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.